Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056 - advance laa patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 20mm amplatzer amulet was chosen for implantation utilizing a 14f amulet steerable delivery system. The patient presented with a pre-existing pericardial effusion circumferential to the heart. The amulet was implanted successfully. The next day (B)(6) 2024, the pericardial effusion was noted to have worsened. The patient was kept hospitalized for monitoring. Pericardiocentesis was performed. Anticoagulation was held once pericardial effusion noted. After drain, aspirin was resumed and heparin injections initiated. The next day (B)(6) 2024, the pericardial effusion was observed to have decreased, but pleural effusion was now observed on transesophageal echocardiogram (tee). The patient was given baby aspirin and colchicine prescription and was discharged without further intervention.

Manufacturer narrative:
An event of pericardial effusion was reported. Information from field indicated that the patient presented with a pre-existing pericardial effusion circumferential to the heart which could have been exacerbated by the procedure leading to the complications being reported. Pericardiocentesis was performed. Reportedly, the next day of procedure, the pericardial effusion was observed to have decreased, but pleural effusion was now observed on transesophageal echocardiogram. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code - 4641 medication required removed, 4641 pericardiocentesis removed.

Event description:
Subsequent to the previously filed report, additional information was received: pericardiocentesis was not performed. Patient discharged.